Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 23 (post-reset ram crc alarm). The customer reported blood glucose value of 283 mg/dl. The customer was treated with metformin and water. The event involved products mmt-1884l, mmt-7040a, mmt-242a and mmt-332a. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The smartguard/auto mode feature of the insulin pump was active at the time of reported event. Troubleshooting was performed for pump errors. Customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might have triggered the reason for the complaint. Unit passed the displacement test but failed the self test due to pump error 37. During the download review on 08/14/2025 20:47:04.000, pump error 23 were recorded, however pump error 23 wasn't present whilst testing. Pump error 37 and 38 were recorded on 08/14/2025 17:37:37.000 due to motor error. The problem is isolated to the motor assembly. The unit was cut open, and a visual inspection was conducted on the connectors and electronic assemblies. Per visual inspection, all connectors, including the motor flex connector, were plugged in properly. Moisture damage noted during visual inspection to the motor assembly. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, pump error 23 was not confirmed. Unable to test for high bg's due to motor error 37 and 38, thus confirming error codes. Pump error 37 and 38 occured due to moisture damage found on the motor assembly, unit was isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.